Event description:
It was reported that when t2 was passed the trigger of the meniscal suture was released. Another suture was passed in order to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Investigation results: due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that when t2 was passed the trigger of the meniscal suture was released. Another suture was passed in order to complete the procedure." T1, t2 and suture were not returned. There is extreme bend of the delivery needle. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". The depth limiter was returned unusually far advanced. It was found on the furthest increment possible before detachment. The device no longer cycles or actuates due to the needle alteration. No root cause related to the manufacture of the device was confirmed.